Event description:
Hcp reported in 2001, the pt developed signs of an infection of the device pocket including a fever, seroma over the pump, and incisional darkening and scar widening. A culture of the device pocket was positive for mrsa. The pt was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The pt had risk factors of chronic infection, debilitated status, malnutrition, and post-op wound or skin contamination. The hcp reported the pt is since deceased, but unsure as to the date.